Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy fluid coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (dose, frequency and route not reported). The cause of the peritonitis was unknown. The patient was recovering from the event. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).